Manufacturer narrative:
Bent cartridge lockout tab. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973764. Visual inspections & results: batch number, k00x1k; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired/good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "fired a few staples then locked out" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopic appendectomy procedure. It was reported the surgeon attempted to fire the tsw35, but only a few staples fired and then lockout occurred. It was reported the surgeon then used an endo gia for the next firing which worked fine. The surgeon then reloaded the tsw35 with a new reload and fired the device without difficulty. There was no consequence to the pt.